Event description:
The customer reported sample racks tipped over when pushed into the rack receiver unit and generated 3147 rack receiver unit error involving au5400 clinical chemistry analyzer. The customer cleaned up the rack pathway and receiver unit wearing appropriate personal protective equipment (ppe). The customer stated the racks continued to tip over when pushed into the rack receiver unit. The customer stated patient results were not impacted. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) noted the rack that was tipped over appeared to be dragging on the hinge frame and when the next rack is pushed into place behind it, would topple the first rack over and spill samples. The fse straightened and tightened the frame and function tested the system. The fse disassembled the rack receiver area and cleaned up any residual spill including all electrical connections beneath the rack receiver. Service activity performed was verified to meet the specified requirements per established procedures. The unit conformed to the manufacturer's performance specifications and restored to normal operation. (B)(4).